Manufacturer narrative:
Prosthetic valve endocarditis (pve) is a serious complication of cardiac valve replacement despite improvements in prostheses types, surgical techniques, and infection control measures. Pve is an endovascular, microbial infection occurring on parts of the valve prosthesis or on reconstructed native heart valves. Infection is generally categorized into early (usually less than 60 days postoperative) and late (greater than 60 days post-implantation). Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned a 3300tfx 23mm bioprosthetic aortic valve, implanted for three (3) years and nine (9) months, was explanted due to endocarditis. Patient presented to hospital with bacteremia (mrsa and pseudomonas) and sepsis of unknown origin. CT chest showed collection around the aortic graft suspicious for abscess. Intraoperative transesophageal echocardiogram revealed normal ef, no evidence of endocarditis. The aortic valve was inspected, there was some deposits on the ventricular side of the leaflets concerning for endocarditis/vegetation; therefore decision was made to remove the prosthetic valve. The explanted device was replaced with an 11500a 23mm inspiris resilia valve. There were no complications. Patient was discharged in good condition on post-operative day seven (7).

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The cause of the event cannot be determined; however, patient factors may have contributed to the event.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it was discarded. Attempts to retrieve additional information is in process. A supplemental MDR will be submitted as new information is received. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that a 3300tfx 23mm bioprosthetic aortic valve, implanted for three (3) years and nine (9) months, was explanted due to unknown reasons. The explanted device was replaced with an 11500a 23mm inspiris resilia valve.